Event description:
It was reported that pump displayed non-resettable malfunction code and fault indication, and customer did not experience any notable events prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for placing malfunctioning pump in storage mode, returning it within 10 days, and setting up pump and continuous glucose monitor on replacement device.